Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a lobectomy, the jaws of the device would no longer open. The surgeon cut the handle latch in order to release the device. The surgeon felt that eschar in the jaws caused the jaws to no longer open. There was no pt injury.